Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer received customer update that rebooting the fridge and medstation restored functionality of the helmer refrigerator. Customer confirmed successful recovery and no further investigation was required. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to open and may have been off the bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.